Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient on 2018-sep-21. Beginning on an unknown date there was an overdischarge due to patient compliance. They were unable to read the ins with the physician programmer and patient programmer. They were able to communicate with the battery after doing an antenna locate. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were trying to charge the battery for a couple days but was not getting any luck. The patient also got a message on the screen saying, ¿not connected to the antenna.¿ no patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.